Event description:
Patient was undergoing polypectomy during a screening colonoscopy. A hot snare polypectomy was done on a 1 cm polyp in the cecum. The practitioner attempted to utilize a disposable hemostasis clip to approximate the margins of the polypectomy site and for management of oozing however the clip was unable to be deloyed after release indicative of device failure. The clip had to be pulled off the colon in order to be removed. Bipolar cautery was performed to achieve hemostasis.